Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead dislodged after implant. The patient has dementia and was therefore non-compliant with arm immobility requirements following implant procedure. The physician extracted the lead and will consider placing a leadless implantable pulse generator (ipg) system to prevent further lead dislodgements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.